Event description:
The customer was hospitalized for low blood sugar levels. Troubleshooting was done on the pump and passed functional tests. The customer stated that the pump programming was accurate. The customer had a high blood sugar reading and corrected it with a manual injection.